Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.